Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple hardware parts that included the sample probe transfer unit, the sample probe, the pressure sensor and the pressure sensor circuit board to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining the sample probe clotting errors on their dxc 700 au clinical chemistry analyzer. As a result, approximately 15 patients had low/zero results on multiple chemistries included albumin, aspartate aminotransferase, glucose, potassium, magnesium, creatinine, total bilirubin, total protein, blood urea nitrogen, calcium, alanine aminotransferase and direct bilirubin with multiple flags for result below the low critical limit. None of the low results were reported out of the laboratory. The samples were repeated on another au analyzer with acceptable results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients¿ demographics. Provided data showing all results were zero.